Event description:
It was reported that malfunction code occurred, but specific details were lost or dropped during call. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by customer or technical support.